Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed one loss of prime warning. The black box and history also recorded several call service alarms. During testing, the rewind and prime step was attempted and a call service alarm occurred. Further testing was unable to be completed due to the call service alarm. The pump was removed from case and motor drive assembly showed no visible signs of movement. Evaluation revealed that the lead screw and gears on the motor assembly components had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump emitted loss of prime warnings more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.